Manufacturer narrative:
Additional information was received on november 29, 2017. During the mapping phase, upon insertion of the soundstar catheter into the left atrium to visualize the earliest site, a pericardial effusion was detected. The patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. Temperature cut-off value was not exceeded. At an unspecified point in the procedure, error 7 displayed. There is no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17672119l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, us catalog #:fg540000j, serial #: (B)(4). Thermocool smarttouch bidirectional sf catheter, us catalog #: d134801, lot #: 17695563l. Lasso navigational 2515,22p splithandle catheter, us catalog #:d134301, lot #: 17689206l. 7fr def lassonav sh,22p,15mm,d catheter, us catalog #: d134902, lot #: 17681263l. Soundstar catheter, us catalog #:10439236, lot #: g9033642. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with two thermocool smarttouch bidirectional sf catheters and suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, when the thermocool smarttouch bidirectional sf catheter # 1, lasso navigational 2515,22p splithandle catheter, and 7fr def lassonav sh,22p,15mm,d catheter were inserted into the left atrium, error 19 displayed. The patient interface unit (piu) was rebooted and the issue resolved. Subsequently, a low temperature error displayed while the thermocool smarttouch bidirectional sf catheter # 1 was in the left atrium. The physician was unable to ablate. The thermocool smarttouch bidirectional sf catheter # 1 and catheter cable were exchanged, piu was rebooted, and the issue resolved. The error 19 and the low temperature issue were assessed as not reportable. After the temperature issue was resolved, premature atrial contraction (pac) mapping was performed in the left atrium using the 7fr def lassonav sh,22p,15mm,d catheter. Upon insertion of the soundstar catheter into the left atrium to visualize the earliest site, a pericardial effusion was detected. It was noted that the blood pressure had decreased. A pericardiocentesis yielded an unspecified amount of arterial blood and the blood pressure recovered. One hour post-pericardiocentesis, the earliest site of the pacs was ablated and coronary angiogram (cag) was performed. The procedure was completed without performing a pulmonary vein isolation (pvi). Patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The assessment was made to report the event under the ablation catheter (thermocool smarttouch bidirectional sf catheter lot #17672119l).